Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified signs of use as well as wear and tear. The foam insert with tab and needles are no longer in the handle. The single loaded implant subassembly is no longer attached to the handle. None of these items were returned with the device. The luer cap is present and installed on the device as shown in the photos. Measured features of the handle to confirm the device is conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during surgery the thread broke while the doctor was tying the knot, and no clamping instrument was used. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in taiwan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.